Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited pacing inhibition with the new implanted cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) reviewed and discussed possible farfield oversensing. Further, the field representative believed that the lead might be dislodged. Also, increased thresholds were determined after the physician manipulated the leads and the field representative stated that the other lv configurations showed noise. Additional information indicated that there was no pacing inhibition in the lv lead and no asystole reported. An x-ray was not performed to determine dislodgement was not conclusively determined and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.